Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed for lot number s10k22018. There were no exceptions, nonconformance, or rework that occurred during the manufacturing of the complaint lot the assignable cause for this peritonitis is use error- poor aseptic technique. The current labeling provides ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011, baxter (B)(4) received a report from a home patient's (hp) nurse that on (B)(6) 2011, a bag of peritoneal dialysate disconnected from the cassette during night treatment. The hp reconnected to the set and bag again. In the days to follow, on an unreported date, the hp experienced abdominal pain, high temperature and was hospitalized (B)(6) 2011 - (B)(6) 2011 for peritonitis. Treatment was initiated with vancomycin (route and dose unknown).